Event description:
It was reported that the pump system was removed due to infection additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n269832006, implanted: (B)(6) 2010 explanted: (B)(6) 2010. Pouch: 8590-1, synchromed. Dacron: serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010.

Manufacturer narrative:
(B)(4).